Event description:
Information was obtained from healthcare professional via manufacturer representative regarding a bone cement being used for treatment of primary osteoporotic compression fracture at the l3 level utilizing balloon kyphoplasty procedure. It was stated that the cement hardened after 4 minutes and could not be used for refilling. No harm was caused to the patient in relation to this event. No further complications were reported regarding this event.

Manufacturer narrative:
G4: similar device with product# c01a with 510(k)# k041584, UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.